Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: .014 x 190 j whisper, terumo runthrough. Sheath: 6 french jl-4, jr-4. Evaluation summary: analysis of the returned sds found the stent implant was stationary on the tightly folded balloon between the markers. This was consistent with the balloon not being inflated as reported. The reported stent damage was confirmed. There were two bent proximal struts on the first row of the stent implant. Based on the reported information, it appears that the stent damage is a result of interaction with the previously placed stent. The reported inflation difficulty was not confirmed on the returned xience v. During functional testing, an indeflator, filled with contrast diluted 1:1 with water, was used to inflate the balloon to 16 atmospheres and deploy the stent implant with no damage noted to the balloon. The inflation times were taken and met the product specification requirements. Difficulty to inflate can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique, contrast dilution, balloon ruptures and accessory device support. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. A query of the complaint handling database found no similar incidents of inflation issues reported for this lot. Overall, the reported inflation difficulty could not be confirmed on the returned product and a conclusive cause could not be determined. However, the reported stent damage appears to be related to operational context of the procedure. There is no indication to suggest a product deficiency. All stent delivery systems are 100% visually inspected prior to packaging. 100% of sds are leak tested and a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that there was a stent from a previous procedure sticking out of the ostial right coronary artery (rca) into the aorta. The xience v stent delivery system (sds) had to cross through the rca stent to get to the target lesion in the vein graft to the left circumflex artery. The sds would not inflate and after it was removed from the patient anatomy, there was unspecified stent damage noted. It is surmised that the sds became damaged during advancement across the ostial rca stent. After the ostial stent struts in the rca were dilated with a non-compliant balloon, another xience was inserted to complete the procedure. Since the xience was found to be significantly under-expanded, the stent was postdilated with a non-abbott balloon. Another lesion was then identified distal to the stent that was treated with another xience v stent. During the procedure, the patient experienced chest tightness with balloon inflation. There were no adverse patient effects. Though requested, there was no additional information provided.